Event description:
It was reported that the patient experienced pain in the groin area with this artificial urinary sphincter (aus). It was said that the balloon popped out of its space. Besides, the patient had experienced difficulties to pumping; the surgeon suspected that the patient had difficulty to understand the operation of the device as the pump did not have any failure. It was also noted that the patient experienced incontinence and retention. A surgery will be performed.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.